Event description:
A discordant, falsely decreased percent reticulocyte (%retic) result was obtained on one patient sample on the advia 2120i with autowaste and autosampler system. The discordant result was reported to the physician, who questioned the result, as the physician was expecting a high result. The sample was repeated on another advia 2120i with autowaste and autosampler system and resulted the same. The customer then performed a %retic count manually using the sample's blood smear. This resulted as expected. The manual %retic count was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely decreased %retic result.

Manufacturer narrative:
Siemens healthcare diagnostics inc determined that the cause of the event is due to user error as the user released a flagged %reticulocyte result obtained from the advia 2120 with autowaste and autosampler without reviewing it first. The customer failed to follow operator guide instructions to validate flagged results and take appropriate action in accordance with established standard operating procedures before reporting patient results. The instrument is performing according to specifications. No further evaluation of this device is required.